Manufacturer narrative:
E1: (B)(6). H3: one pump was received for analysis in used condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection showed a damaged/detached downstream occlusion (dso) seal. Functional testing found that the dso sensor was defective. The dso sensor and seal were replaced.

Event description:
It was reported that there was a bolus problem. The customer stated that the event occurred during patient use. There was no human harm/ adverse event reported. Device analysis found that the downstream occlusion (dso) seal was detached, and the dso sensor was faulty.